Event description:
It was reported that a patient underwent surgery on (B)(6) 2015 to remove hardware from the distal radius. The hardware was removed due to loss of reduction from original surgery. The surgeon stated the first surgery was ten days prior to this surgery. The distal radius plate and six screws were removed without complications. Once the screws and plate were removed, the surgeon determined the distal radius was unstable. The surgeon applied a 3.5 locking compression plate (lcp) to stabilize the wrist from the dorsal side. The wrist fusion plate and six screws were implanted. The surgeon was happy with the reduction once stabilized with the plate. The surgery was successfully completed with no reported delay. This report is for one unknown plate. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. This report is for one unknown plate. Implant date was not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.